Manufacturer narrative:
Concomitant medical products: 5086mri45 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a syncopal episode, and that there was possible atrial lead oversensing/artifact, with low r-waves also noted. Follow-up with the physician's office determined that they had not noted atrial oversensing, nor any episodes coinciding with a syncopal episode. The patient was scheduled for a routine office visit in the coming days, and the atrial and rv (right ventricular) leads remain in use. No further patient complications have been reported as a result of this event.